Event description:
It was reported by a representative in the UK that a revision was done to remove a secure-c3 device that had migrated post-operatively due to adjacent segment degeneration.

Manufacturer narrative:
The explanted device was received and evaluated. The device was observed to be damaged on the bearing sides and the bony apposition sides. Using an optical microscope, it was observed that both bearing surfaces showed loss of material and scratches and gouge marks mostly with anterior-posterior direction. In addition, metallic debris was observed to be embedded in to the peek component. The articulating dome of the inferior bearing surface and the concave socket of the superior bearing surface showed loss of peek material. On the bony apposition side, the superior endplate showed signs of damage, with loss of tps coating at various locations and the missing leading keel. Loss of material was observed on the anterior portion in the form of a gouge deep in to the peek component. Considerable bony deposits were observed across the bony apposition side. The inferior endplate showed similar loss of tps in addition to loss of bulk peek endplate on the posterior aspect. In addition, the base of the leading keel feature showed crack initiation. The patient received the implant at c4/5 on (B)(6) 2012, approximately 9 years before revision. MRI image in 2018 shows a darkened image at c4/5 with intact c4 vertebra and a clear spinal cord signal without any visible cord compression. In 2021, radiographs, CT and MRI scans showed breakdown of the c4 vertebra and movement of the superior endplate of the implant towards the posterior towards the spinal cord. The embedded plasma spray debris and rounded nature of the gouge marks on the bearing side suggest a combination of non-physiological loading and third body wear but cannot rule out use of surgical instruments during revision procedure. With the information that the patient was doing well at least 6 years post-operative strongly suggests that a precipitating event may have initiated the subsequent events of inflammation and c4 vertebral breakdown. Possible causes are trauma and instability that may have led to implant migration and abnormal wear, but it is difficult to discern the sequence of events at this juncture. The exact cause of the reported issue cannot be determined.

Manufacturer narrative:
The cause of the reported issue could not yet be determined.

Event description:
It was reported by a representative in the (B)(6) that a revision was done to remove a secure-c3 device that had migrated post-operatively due to adjacent segment degeneration.